Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable and adapter would not disconnect and were stuck together.